Manufacturer narrative:
Athe impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella 5.5 was implanted too deep. The team tried to reposition the pump but was unsuccessful as the tuohy borst would not allow pump movement. The patient died from multi organ failure after 12 days of support.